Event description:
Bladder neck and urethra destroyed by boston scientific obtryx halo transobturator mesh sling for urinary incontinence after 7 years of insertion. Mesh erosion. Removal of transobturator mesh broken up shrunk and cut through organs. Have removed mesh at home.